Event description:
A journal article was reviewed that contained information regarding this magnetic resonance imaging (MRI) - conditional device pacing system. The patient received an MRI. The device was interrogated before and after the MRI scan and "localized artifact" from the pacemaker lead in the right ventricle was seen. Of note, the article indicated that the MRI images were will able to be interpreted, despite the "localized artifact." Further follow up did not yet yield any additional relevant information regarding the event. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiovascular magnetic resonance with an mr compatible pacemaker. Journal of cardiovascular magnetic resonance - official journal of the society for cardiovascular magnetic resonance. 2013;15:18. Product ID: mdt-ipg implantable pulse generator (ipg). (B)(4).